Event description:
It was reported that during an open reduction internal fixation of the right foot, the surgeon was drilling a hole into a bone while using a double sleeve drill bit guide, and the inner sleeve popped out. There was reportedly no impact to the patient and a delay to the procedure of less than fifteen minutes. The surgeon used the same sleeve with a different drill guide to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of synthes device history records revealed the 2.4mm/1.8mm double drill sleeve was manufactured by microgroup. (B)(4). An mrr was issued for a nogo gauge going. The lot was dispositioned as uai (use as is) because it would not affect function or strength. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Patient case numbers: (B)(6).

Manufacturer narrative:
Considering the very low historical occurrence rate of this issue, the fact that this style of drill guide is standard across our product line, and that this guide has been used successfully in the field since 2004, it is unlikely that the design played a contributing factor in the device failure. As such, this complaint is determined to be invalid from a design perspective.

Manufacturer narrative:
The device was received in two pieces. The device shows signs of light wear, there is a black substance on parts of the base, and the base has black and brown tape wrapped around it. Microgroup manufactured the double drill sleeve. Due to an unknown cause, the 1.8mm tube has come loose of the part to which it was brazed. The material and diameter of the tube was determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. (B)(4)